Event description:
Although the medtronic ave stent is not indicated for use in saphenous vein bypass grafts, a 3.0mm diameter x 30mm length medtronic ave s670 over the wire stent delivery system was inserted into a diseased obtuse marginal graft. Upon insertion, the stent caught on a strut of a stent deployed 3 years ago in the proximal obtuse marginal graft, causing the stent to dislodge from the stent delivery system. Attempts to retrieve the stent was unsuccessful. The stent dislodged and was wedged half way into the proximal anastomosis, extending into the aorta. The pt remained asymptomatic post procedure. The pt was scheduled for elective coronary bypass surgery the next day. It was reported that three coronary bypasses were performed and the undeployed stent was removed. There was no add'l clinical sequelae reported relative to the event.